Event description:
Ous MDR - after an implantation time of 8 months, oversensing was reported. It was also reported that the patient had engaged in weight training during rehabilitation. No deterioration in the patient's state of health was reported. The device was not returned for analysis.

Manufacturer narrative:
The ICD was not returned for analysis. The review of the manufacturing process for this ICD did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. There were no indications of material defects or manufacturing errors.